Manufacturer narrative:
(B)(4). Results - evaluation of the returned product found the nurse call light comes on and off intermittently when tested. When the nurse call cable was wiggled the light would come on and off. If the cable is left alone, the light sometimes says on continuously and other times it would remain off when it should be on. The audible alarm sound is not intermittent. The battery door is missing and the hold button is missing. Note: posey instructions for use has a statement for proper handling and use: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).

Event description:
The customer reported that when the nurse call cable is inserted the alarm sounds intermittently. The customer reported that the connection fits snug and there was no visible damage to the outside of the alarm. There was no patient incident or injury reported.